Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that during a femoral angio dilatation, the involved angio-seal device did not work. It was a device used at the end of the operation (vascular closure). Measures taken by the surgeon was to apply manual compression to the patient. There was an increased risk of a hematoma. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 2 to provide the device return date in section d9, to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the locator, carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed for a non-deployment pullout. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. Functional testing was performed, and the device appeared to function properly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).